Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough evaluation. Complete lead was returned. Visual inspection noted set screw mark on the terminal pin. There was dried blood noted in the helix housing. The helix was extremely stretched and extended. It was concluded that lead dislodgement could not be confirmed by analysis. The lead passed all electrical testing. It was confirmed that the helix was extremely stretched, that¿s why it could not be fully retracted into the housing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. Additionally, the sensed r waves measured 2 millivolts. An x-ray confirmed that the lead had dislodged and pulled back to the tricuspid valve. The physician initially wanted to reuse the lead and removed it from where it had dislodged without first retracting the helix. It was then observed that the helix would not retract when the physician tried to do so. Thus, a new lead was implanted instead. No additional adverse patient effects were reported. This lead was explanted.